Event description:
The customer was performing chart checks and noticed a plan revision that occurred at the 4d console. After looking into the issue the customer noticed that the original plan was treated the first day then retired. The second day the revised plan was treated. On day 3-8 the retired plan was treated. The customer does not know where the revision came from but does remember having portal imager issues that same day. Customer created a new plan to correct chart.

Manufacturer narrative:
No pt injury occurred in this instance. This matter remains under investigation, but as a result of investigations of other complaints with a similar symptom, but different cause, varian has determined that, if found due to malfunction, multiple treatments of a retired plan could represent a potential serious injury. The follow-up report will be completed when more detail becomes available from the investigation.